Event description:
It was reported that patient was revised, due to a loose acetabular cup.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a follow-up report.